Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced insulin flow block event due to bent cannula on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.